Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspected to be fractured and had, high rv thresholds, rising and high rv pacing impedance, and rv noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.